Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 7:08 am she activated a new pod and on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history is as follows: the pod was then deactivated and she noticed the cannula looked bent.